Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-oct-2018 with the following findings: during investigation, the keypad was cut on the up arrow button. No evidence of a peeling keypad from the base. Up arrow button was over responsive. The down arrow, ok, and contrast buttons were responsive to user input. The keypad was removed and no evidence of contamination was found under the button contacts. The up arrow button contact was damaged.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.